Event description:
A pt had lost stimulation from their device. It was noted that they could not retrieve stimulation with increased voltages and polarity changes. Impedance measurements were noted as: 2240, 3608, and 3678 ohms. Group impedance was noted at 2420 ohms with "8.5v/3901/1+2-3- and 10r". There was no reported event to account fro the loss of stimulation. An x-ray was planned. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).